Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) and a 27 mm watchman laa closure device & delivery system (wds) were used during a left atrial appendage (laa) closure procedure. After the closure device was deployed, the patients blood pressure began to drop and a pericardial effusion and cardiac tamponade were discovered via transesophageal echocardiogram (tee). A pericardiocentesis and auto-transfusion of blood were performed. At one point during the procedure, the pericardial drain became clotted and required rewiring. The patient lost pulses and cardio pulmonary resuscitation (CPR) was performed for approximately 3 minutes. The pericardium continued to fill with blood, so as a result, the patient was brought to surgery for which a sternotomy was performed in order to clip and sew the laa. During surgery, the surgeon noted that upon opening the chest, a perforation was seen mid-way along the length of the laa on the posterior aspect, and stated the laa had very thin tissue. Surgery was successfully completed without incident, and the patient was discharged to the intensive care unit (ICU). The patient is doing well. She is extubated, alert and oriented and they are planning for discharge.